Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the implant. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the port which the reporter indicated had the issue. Analysis and testing has been done on the band portion and indicated it was intact and functional. Further info from the reporter regarding the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The device analysis lab received a device with a reporting of "failed port - leak upon flushing." Only the band portion of the device was received. Further f/u will be conducted to gather additional info.